Event description:
User found 2.5 cm of tls wire broken off inside the pigtail of the red port. Port cut, removed broken wire piece and the line was repaired.

Manufacturer narrative:
The complaint was confirmed. The returned product was the distal 1.0 inch segment of tls stylet. The stylet was kinked 0.4 inches from the distal tip of the stylet. The remainder of the tls stylet was not returned for eval. The incident questionnaire that was returned with the complaint sample indicated that the stylet was found within the extension leg with the red connector. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury." A chr of lot# reua1159 showed no other similar product complaint(s) from this lot number.